Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of the pacemaker presenting electrogram (egm) stored ventricular episodes. Upon review, oversensing noise with possible pacing inhibition and low amplitudes were observed to be exhibited on the right ventricular (rv) lead. Ts discussed possible causes with the hcp and recommended for the lead to be revised. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received reported that during a routine clinic visit, the presenting electrogram (egm) showed that an alert was recorded that indicated that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements and oversensing noise with possible non conduction. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received from the field representative that reported that the rv lead was evaluated due to concerns for loss of atrioventricular (av) conduction. The device was checked, and av conduction was confirmed with surface electrocardiogram (ECG). It was determined that low amplitude of r waves had made confirmation of av conduction unattainable without the use of surface ECG. The physician will continue with monitoring at this time. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of the pacemaker presenting electrogram (egm) stored ventricular episodes. Upon review, oversensing noise with possible pacing inhibition and low amplitudes were observed to be exhibited on the right ventricular (rv) lead. Ts discussed possible causes with the hcp and recommended for the lead to be revised. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received reported that during a routine clinic visit, the presenting electrogram (egm) showed that an alert was recorded that indicated that this right ventricular (rv) lead exhibited low pacing impedance measurements and oversensing noise with possible non conduction. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of the pacemaker presenting electrogram (egm) stored ventricular episodes. Upon review, oversensing noise with possible pacing inhibition and low amplitudes were observed to be exhibited on the right ventricular (rv) lead. Ts discussed possible causes with the hcp and recommended for the lead to be revised. At this time, the rv lead remains in service. No adverse patient effects were reported.